Event description:
It was reported that the implant at tooth site #30 fractured and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided. Last name unknown / not provided. PMA/510k: k013227.

Manufacturer narrative:
An impl tapered scr-v mtx 6m m 5.7mm 11.5mm ((B)(6)) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, bone, blood however a removal tool, did not cause or contribute to the event, is stuck to the implant. It is unknown the condition of the top/collar of the implant. No pre-existing conditions were noted on the per. The reported device location was #30 and was used for approximately 5 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63621966). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63621966) for similar event and no other complaint was identified. Nov post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant removal tool ir615 was stuck to the implant after they removed the implant, so they sent the product back together.

Manufacturer narrative:
The following sections have been updated: g6: checked "follow-up".

Manufacturer narrative:
An impl tapered scr-v mtx 6m m 5.7mm 11.5mm (tsv6b11) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, bone, blood however a removal tool, did not cause or contribute to the event, is stuck to the implant. It is unknown the condition of the top/collar of the implant. An implant remover 6.0 x 15mm, wide 6.0-8.0, short, 1 ea (ir615) was also returned. It was manufactured by dowell dental products, inc (supplier ID: (B)(4) and will be sent to the supplier for investigation. This investigation addressed only the zimmer implant and the related event (fracture) using applicable instructions for use, risk files and other available information. No pre-existing conditions were noted on the per. The reported device location was #30 and was used for approximately 5 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63621966). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63621966) for similar event and no other complaint was identified. Nov post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified, and the reported event was non-verifiable. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.